Event description:
The customer reported falsely positive rsv results while using the alinity m resp-4-plex amplification reagent kit on several samples. The customer questioned 12 samples in may with sids ranging between (B)(6) (run date (B)(6) 2022) and (B)(6) (run date (B)(6) 2022) and results ranging between 38.89 - 41.05 cycle numbers (cn). The customer also questioned 11 samples with sids ranging between (B)(6) (run date (B)(6) 2022) and (B)(6) (run date (B)(6) 2022) and results ranging between 36.82 - 41. 86 cn. Per product labeling, a cn under 42 is positive. The customer questions these results and all samples above CT (cycle threshold) 40 have been reported out of the lab as negative. The customer did not perform a second run for the questioned samples, as the laboratory is no longer routinely testing a second time for the samples above around 35cn - 36. The ticket notes the customer is allowed by french national recommendation to decide about the cn threshold to consider if samples are positive or negative. No impact to patient management was reported. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m resp-4-plex assay, list number9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.

Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank. As this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Manufacturer narrative:
The elevated complaint investigation confirmed that this complaint is the same event identified in a nonconformance for an increase in weak/late rsv and/or flu b positives observed on specific lots of the alinity m resp-4-plex assay (list 09n79-090 and 09n79-096) resulting in false positive and negative control reactive samples. Technical product support testing indicates there has been an increase in false positive rate for the flu b and rsv targets, with several lots exceeding the product requirement of "for the negative panel members, 98% or greater of replicates shall report a negative result for flu a, flu b, rsv, and sars-cov-2 (negative rate greater than or equal to 98%)" per alinity m resp-4-plex assay product requirements for rsv and flu b. This study also demonstrates no significant impact to sars-cov-2 or flu a targets. For these specific lots of alinity m resp-4-plex assay (list 09n79-090 and 09n79-096), a product deficiency was identified. Additional quality control mitigations have been put in place to prevent reoccurrence. All subsequent lots of alinity m resp-4-plex amp kits are not impacted. Urgent field safety notice / field correction recall (fa-am-nov2022-283) was issued on november 22, 2022 to address this issue. This action was communicated to the FDA on november 22, 2022 (3005248192-11/22/22-006-r). The following mdrs were also reported as related to fa-am-nov2022-283: 3005248192-2022-00709 follow up report 1 ; 3005248192-2022-00744 follow up report 1; 3005248192-2022-00765 follow up report 1 ; 3005248192-2022-00796 follow up report 1; 3005248192-2022-01095; 3005248192-2022-01096; 3005248192-2022-01097; 3005248192-2022-01098; 3005248192-2022-01099; 3005248192-2022-01100; 3005248192-2022-01101; 3005248192-2022-01102; 3005248192-2022-01103; 3005248192-2022-01104; 3005248192-2022-00716; 3005248192-2022-00791; 3005248192-2022-00735; 3005248192-2022-00904; 3005248192-2022-00705; 3005248192-2022-01098; 3005248192-2022-01099; 3005248192-2022-01100; 3005248192-2022-00752 follow up 01; 3005248192-2022-00753 follow up 01; 3005248192-2022-00743 follow up 01.